Event description:
Boston scientific received information that when a magnet was placed over this pulse generator, it displayed a rate of 90 paces per minute which would indicate the device had approximately 1 year remaining. The gas gauge indicated that there was two years of battery life remaining. Technical services noted the programmer and pg longevity discrepancy and suggested sending in a save to disk for further evaluation. The caller indicated that the device would be checked in six months. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.